Manufacturer narrative:
The device was received and evaluated by depuy synthes power tools. The reported condition of error message on the console could not be confirmed. However during service and repair, device failures were found but were not related to the reported event. If additional information is received a supplemental report will be submitted.

Event description:
Report received from USA stating the device has an e6 error message on the console. The device was being used during surgery. No injuries were reported. It is unknown if medical intervention occurred. No additional information provided.